Event description:
Customer reporting 5 patients testing positive for both sars and flu b. Customer states the patients are symptomatic and no confirmation testing has been performed but feels the results are not correct (false positive). Report 8 of 10 (flu b).

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information source: email.